Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker, scratched lcd window, broken battery tube threads, broken belt clip slot at battery tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker, scratched lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.